Event description:
The hospital reported a patient required an increase of anesthesia during the case to remain anesthetized. There was no reported patient injury.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.